Manufacturer narrative:
A user facility reported, "we had an infant in a new giraffe this morning who was having some thermoregulation issues related to the probe." Deroyal industries, inc. Requested the return of the device, but it was unavailable for return. The investigation is ongoing and is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "we had an infant in a new giraffe this morning who was having some thermoregulation issues related to the probe."

Manufacturer narrative:
A user facility reported, "we had an infant in a new giraffe this morning who was having some thermoregulation issues related to the probe." Deroyal industries, inc. Requested the return of the device, but it was unavailable for return. Because no lot number was provided with the complaint, the specific device history record could not be reviewed. An inventory check was also performed on 80 neonatal skin sensors and all were found to be within specification. The risk analysis and corrective and preventive actions were reviewed for the device. No issues were found and no updates were required. A complaint to sales ratio was conducted over the last two years and found to be (B)(4). Root cause: because the device nor lot number were provided and no issues were found in the investigation, no root cause was able to be determined. Corrective and preventive actions: because no root cause was able to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. The investigation is complete at this time. No further information is available at this time. We will provide a follow-up report if additional information becomes available.